Event description:
It was reported that the foley catheter spontaneously fell out of the patient after 3 hours of placement.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The used three-way foley catheter was returned without the original packaging. A pinhole was observed to be present on the shaft of the catheter. Attempted to inflate the catheter with 50cc di water using a luer lok syringe, as the balloon was being inflated, the water began spraying from the pinhole on the shaft of the catheter; this is out of specifications as it would not pass functional leak testing per ip25.1 revision 45. After five minutes the balloon was passively deflated; about 46cc was returned to the syringe. The catheter was viewed under the microscope at 10x and 15x magnification and the pinhole was noted to go through the inflation lumen completely. Though a specific cause cannot be identified, based on the risk document, a potential root cause for this event could be, "latex modulus too high". The device was used for treatment purposes. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the bardex biocath foley catheter instructions for use, was reviewed and found to be adequate as it states: do not hold the device with forceps, etc. Avoid contact with any sharp blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter spontaneously fell out of the patient after 3 hours of placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.